Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2015 with the following findings: a visual inspection of the pump revealed a cracked battery compartment. Evidence of moisture was visible in the display. The pump failed a leak test due to the battery compartment crack. The pump cover was opened and moisture damage was found on the printed circuit board.